Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The device was microscopically and visually examined. There was contrast in the inflation lumen and balloon. The rapid port exchange (exit notch) was torn. The balloon was tightly folded. Product analysis could not confirm the reported break, as the device was torn at the rapid port exchange but not separated.

Event description:
It was reported that shaft break occurred. Upon unpacking of a 2.00mm x 15mm emerge balloon catheter, a break was noted between the tip and shaft of the balloon catheter. The procedure was completed with another of the same device. It was further reported that the visible damaged was noticed 10cm proximal from the tip of the balloon catheter shaft.

Event description:
It was reported that shaft break occurred. Upon unpacking of a 2.00mm x 15mm emerge balloon catheter, a break was noted between the tip and shaft of the balloon catheter. The procedure was completed with another of the same device.